Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep was notified by surgeon that a patient has hip pain and wanted to know if the patient's femoral head was subject to recall. Rep was notified head is not subject of recall, surgeon was notified by the rep. It is unknown at the time of report if there is any treatment plan for this patient. Rep confirmed that no further information is available from the hospital or surgeon at the time of report, but will update if any new information becomes available.